Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -10.0/2.0/013 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was explanted due to low vault without. On (B)(6) 2023 a replacement lens of longer length was implanted. Reportedly, "the initial lens was vertically implanted." The problem was resolved. The cause of the event was reported as unknown.